Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Additional, changed, and/or corrected data.

Event description:
Healthcare professional reported "particles in valve", "dark colored matter in valve". Device has been explanted.

Event description:
Healthcare professional reported right side deflation. Healthcare professional reported "particles in valve", "dark colored matter in valve". Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: crease flat and opening. A microscopic analysis was performed which identify an opening sharp patch/shell bond edge. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a opening sharp in the patch/shell bond edge side assessed as unidentified (tear) opening.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation

Event description:
Healthcare professional reported a right side deflation. Device remains implanted.

Event description:
Healthcare professional reported, right side deflation. Healthcare professional reported, "particles in valve", "dark colored matter in valve". Device has been explanted.